Manufacturer narrative:
Concomitant medical product: d154vwc ICD, implanted: (B)(6) 2007.

Event description:
It was reported that an abdominal infection was suspected. All blood and wound cultures tested negative however the physician suspected fluid in abdomen due to a seroma. Both previously capped epicardial patch leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.